Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was explanted and replaced with a shorter length lens due to the lens being too big. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.